Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. There was no device problem found. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause was unable to be established. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would no detect a rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.